Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) has a damaged ac power cord with broken ground lug. There was no patient involvement reported.

Event description:
N/a.

Manufacturer narrative:
To fix the issue, the field service engineer (fse) replaced the power cord. The fse also stated that the part was damaged by the customer. The fse then performed a complete checkout.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.